Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for evaluation after complaining of pain with movement and drainage from their lvad driveline exit site. At the time of admission, the patient did not have leukocytosis or fever. A chest and abdomen CT scan did not reveal suspicion for fluid collection or infection. However, a wound culture tested positive for enterococcus faecalis and the patient was started on intravenous (IV) antibiotics. The patient did not require surgical intervention and was discharged home in stable condition on (B)(6) 2018 with intravenous IV antibiotics to be followed by suppressive oral antibiotics. No additional information was provided.